Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0286 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when confirming whether the catheter was attached firm with the connector by a pull, the connector was separated from the catheter. No other information was provided.